Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system did not deploy in the patient's aorta and it was unable to use. A replacement was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system did not deploy in the patient's aorta and it was unable to use. A replacement was used to continue the procedure. No patient injury was reported.